Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon the conclusions of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh has become aware that while transferring a resident from a bed to a showerchair utilizing maxi move passive floor lift, the device suddenly dropped down with uncontrolled speed. The height of the drop was approximately 3 feets. There were no injuries sustained. No failure of the involved device was found during inspection of the device. There were no signs of damage to the lift.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. When reviewing similar events for the maxi move passive floor lift, we have found a limited number of cases suggesting relation to the currently reported event - sudden drop of the maxi move spreader bar along the mast. It does not exist any obvious trend for this kind of incidents. If compared to the number of sold devices and in comparison to their daily usage, the occurrence rate observed for reportable complaints with this failure mode is considered to be very low. On 2016-nov-28th arjohuntleigh has become aware of a following event: while transferring a resident from a bed to shower chair utilizing the maxi move passive floor lift, its spreader bar suddenly dropped down (as indicated approximate 3 feet height) with uncontrolled speed according to the customer's statement. The resident supposedly went down into the shower chair that was below. No injuries were sustained. The maxi move was inspected by arjohuntleigh representative after the described event. It was found in general good condition (there were only minor scratches on the lift). The reported issue could not have been duplicated by arjohuntleigh representative who inspected the device after the incident. No malfunction, neither damage of the device was detected. The lift was tested with load of 400 lbs and it was confirmed that the mast actuator was functioning normally in multiple height increments. There were no visual or audible signs of damage to the actuator. It was commented also by the facility staff that there was no noise associated with the dropping of the lift. Looking at the service records of the device there has not been any mast actuator or any other related parts replacement. The emergency stop and anti-crush safety feature allowing to stop any uncommanded or unintended movement of the maxi move were functioning normally during the inspection of the device. Please note that there was no abnormal behavior of the device reported, other than the actual drop. No issues were found with the mechanical attachments, neither its electrical components after the event. The design of the device is that the patient is lifted and suspended in a sling that is attached to the spreader bar. The spreader bar in turn is attached to the mast of the lift device, internal to that mast, by the use of a strap system. The strap is taut when loaded with the weight of the spreader bar (and patient, when a patient is being suspended) and cannot have any slack. However if the spreader bar is lowered onto an obstacle the strap can become slack. That is not a problem if the spreader bar is lifted up again as the strap will become slowly taut again. However when the spreader bar is loaded onto for example the backrest of a shower chair - which given the slow actuated movement would need to take place for some time - and slack is introduced, only to have the backrest suddenly pulled away, there can be a drop. This will not be a full drop because the strap is still in place and functional. There will be a jolt however that will be uncomfortable for the person in the sling. The lifting arm will drop but only to the point where the lift has lowered to. There was no description of such scenario taking place, by the customer. However due to our efforts and no possibility to find the exact root cause of the issue, this likely cause cannot be ruled out. Taking into account the listed below facts, it is found the device was being used for treatment of the patient when the event occurred and it was also directly involved with the reportable incident as the sudden drop of the maxi move spreader bar along the mast occurred during resident handling. The device was up to its specification at the time of the incident as no malfunction was found.